Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was no problem. Repair analysis checked all 4 lines for correct voltages loaded and unloaded and the connector was good. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that there was a damaged external device. It was reported that the implantable neurostimulator recharger (insr) was charged with 6 coupling boxes, but it cannot charge the ins without having to connector the connector pin into the insr. The patient's stimulation stopped and they have to wiggle the connector pin.